Event description:
The fire dept reported the following: (1) that a fire occurred when a driver lit a cigarette in a delivery van transporting 5 liquid oxygen systems, (2) the medical equipment dealer had filled the units in the morning and loaded them into the van, (3) around 2 p.m., the driver made a delivery to a nursing home and told a nurse that one of the units was leaking, and (4) the driver returned to the van, started the engine, lit a cigarette, and a fire broke out. (According to the official fire report, the victim confirmed to ems personnel that he lit a cigarette after entering the van.) The medical equipment dealer indicated the driver was taken to the hosp and he received 2nd and 3rd degree burns to 60% of his body. Product labeling prohibits smoking near this equipment and states to keep the equipment in well-ventilated areas at all times (attached). The medical equipment dealer reported that the units include four companion 31 units and one companion 41 (part number b-775930-00) unit. Only one serial number for a c31 is known. Reference co's complaint file #cgmp19973691.